Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed that the power consumption had been gradually increasing over the past year; no system errors were found. Analysis determined that there was a high current condition due to a degraded low voltage capacitor. Engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the device case.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator appeared to be depleting prematurely. The device is included in the emblem premature depletion advisory population. A boston scientific technical services consultant recommended increased monitoring and replacement of the device if it beeped. The device was later explanted and returned for analysis.